Event description:
During a case, the user noted that the unit was not holding pressure while ventilating the pt. The user switched to manual ventilation and noted the same occurrence. The pt was switched to an o2 tank until another unit was made available. No pt injury.